Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the system exhibited a pacing impedance measurement greater than 2000 ohms on the atrial channel which triggered the lead safety switch (lss) on the device. Additionally, noise was observed when sensing was programmed to unipolar configuration. The system is currently programmed with sensing in bipolar configuration and pacing in unipolar configuration. The physician suspects a lead fracture; however, the source of the clinical observations was not confirmed. The patient is not pacemaker dependent and no adverse patient effects have been reported.